Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. Part of the wire remained in the patient. The surgeon reported it would not impact the patient; therefore the wire was not removed. There was no harm to the patient.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. Part of the wire remained in the patient. The surgeon reported it would not impact the patient; therefore the wire was not removed. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.